Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were noted in the hypotube. Support coil, gripper and embolic coil were inside of the introducer which was zipped. No damages were noted in the introducer. Embolic coil was still attached to the gripper and presented no damages. The od from the delivery tube was measured and was found within specification. Device was introduced into a microcatheter lab sample prowler select plus that was previously flushed and it advances through the inner lumen until the distal end. Friction was experienced when the device advance through the microcatheter due to the hypotube's kinks. Gripper and embolic coil were inspected under microscope and no damages were found. The reported failure by the customer as "device kinked" was confirmed. The failures reported as "coil impeded and embolic coil stretched" were not confirmed; however friction was experienced at the time that the device was inserted into a microcatheter lab sample. The kinks noted in the hypotube impacted in the failure reported. The cause of the kinks in the device could not be conclusively determined; however, neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition that the device meets with the od specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed in the failures reported by the customer; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization procedure of the pcom with an aneurysm size of 3x4mm. The physician advanced the orbit helical fill 2x4 coil (637hf0204) via prowler 14 microcatheter (mc), but found it cannot be advanced. The coil was withdrawn and found the delivery wire was kink and the coil was stretched. Another coil system was used to complete the procedure through the same microcatheter. An adequate continuous flush maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after it was re-shaped. No kinks were noted in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the devices, and the delivery system will be returned

Manufacturer narrative:
The complaint received states that during an interventional neurovascular procedure the orbit helical fill coil delivery tube kinked/bent in the patient, the coil was impeded in the micro catheter and the coil was unraveled/stretched. This is a (B)(6) female patient. The pcom aneurysm was described as the size of 3-4mm. The physician advanced the orbit helical fill 2x4 coil (B)(4) via prowler 14 microcatheter (mc), but found it cannot be advanced. The coil was withdrawn and found the delivery wire was kink and the coil was stretched. Another coil system was used to complete the procedure through the same microcatheter. An adequate continuous flush maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after it was re-shaped. No kinks were noted in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were noticed with any other section of the devices, and the delivery system will be returned. There was no report of injury for the patient. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were noted in the hypotube. Support coil, gripper and embolic coil were inside of the introducer which was zipped. No damages were noted in the introducer. Embolic coil was still attached to the gripper and presented no damages. The od from the delivery tube was measured and was found within specification. Device was introduced into a microcatheter lab sample prowler select plus that was previously flushed and it advances through the inner lumen until the distal end. Friction was experienced when the device advance through the microcatheter due to the hypotube's kinks. Gripper and embolic coil were inspected under microscope and no damages were found. Reported failure by the customer as "device kinked" was confirmed. The failures reported as "coil impeded and embolic coil stretched" were not confirmed; however friction was experienced at the time that the device was inserted into a microcatheter lab sample. The kinks noted in the hypotube impacted in the failure reported. The cause of the kinks in the device could not be conclusively determined; however, neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition that the device meets with the od specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed in the failures reported by the customer; therefore no corrective actions will be taken at this time. The reported failure by the customer "device kinked" was confirmed. The reported failures reported "coil impeded and embolic coil stretched" were not confirmed; however friction was experienced at the time that the device was inserted into a microcatheter lab sample. The kinks noted in the hypotube impacted in the failure reported. The cause of the kinks in the device could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. These devices are delicate and the IFU cautions "trufill dcs orbit detachable coils are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage." Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events.